Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient was revised on may 27, 2008 due to patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2012-01611 & 2013-05325 & 2014-00576).